Event description:
During a laparoscopic right colectomy, the ligasure blunt tip lf1837 lot 01500251x failed to complete its cycle and was inoperable, requiring a new device. FDA safety report ID# (B)(4).